Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor arm failed self-test occurred and blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer could not perform any test because screen was blank. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is not expected to be returned for analysis.

Manufacturer narrative:
Unit was received with high sleep current and alarmed failed self-test during self test due to faulty electrical component on the radio frequency board. Unit passed the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, unexpected restart error test and displacement test. Unit was received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Unit was received with minor scratched display window and case. Unit was received with stained end cap sticker and back address serial number label.